Event description:
Mridium pump by iradimed has a wild card record on the default drug library. The wild card record defaults to 1mg/ml concentration instead of requiring the user to program the intended drug concentration. A user skipped over the field, which resulted in an unintended overdose when administering a medication with a concentration of 10mg/ml. We recommend the company reevaluate the settings for the wild card record to avoid any default values.